Manufacturer narrative:
The subject device was returned to omsc for investigation. As a result of the investigation, omsc confirmed that the ptfe pad was worn away and partially separated. There were contact marks on the surface of the probe and non-insulated area. As the result of checking the probe, there was nothing abnormal detected. And as the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the confirmation of the subject device, omsc concluded that the short circuit error occurred, because the surface of the probe and non-insulated area where the pad was worn out came into contact. The ptfe pad was worn away, because the user activated output in seal and cut mode without grasping anything. The instruction manual of the subject device warns; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2015-00693.

Event description:
It was informed that during a video-assisted thoracoscopic partial pneumonectomy, the first tb-0520fc was used. The ptfe pad of the subject device was separated first activation. Then, the doctor used the second tb-0520fc (the subject device). But the seal and cut short circuit error occurred, and the ptfe pad of it was separated. The doctor completed the procedure with the third tb-0520fc. There was no patient injury regarding this report. This is the second of two reports.